Event description:
The patient experienced a skin burn after a catheter ablation by use of indifferent electrode 9130f from 3m. Skin treatment was administered by the hospital by flamazine cream.

Manufacturer narrative:
The hospital indicates they were aware that the source of the porblem was the indifferent electrode used by 3m. The missing contact information was not provided by the facility.